Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet with dexcom g7 values that read lower than capillary meter readings, which contributed to overtreatment of a perceived low and a subsequent high glucose episode; the user also did not meal announce after treating the low and requested a higher target to reduce low events. Symptoms included asymptomatic hypoglycemia and hyperglycemia without loss of consciousness or other acute effects. Outcomes included transient glucose excursions outside 70¿180 mg/dl without hospitalization, medical intervention, ketone testing, or backup therapy use. Investigation included complaint intake, user education, and coordination for additional training regarding target adjustments and sensor interpretation. Investigation of this case revealed no device malfunction reported, with contributing factors likely related to sensor-to-meter variance, treatment decisions based on sensor readings, and missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.